Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not being able to turn their stimulation back on after their MRI was not determined. It took the patient about 4-5 times of going through the all the steps in the manual until it finally turned back on. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that the patient reported she had trouble getting her stimulation turned back on after a MRI scan. The patient was asked to clarify what the issue was and the patient stated "it did not work no matter what she tried". The caller stated the clinician at the hospital helped her to turn stimulation back on and the issue was resolved. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.